Event description:
The patient was under anesthesia for removal of foreign object in esophagus. A (3.5) bronchoscope used as an endoscope inserted and connected to video. A video grasper inserted through the bronchoscope to retrieve the foreign material. A couple of passes with the esophagoscope removed some of the matter in the esophagus so the metallic object could be seen. The grasper was able to grasp this object, but then it broke. One of the jaws broke off and was visualized sitting in the esophagus. A new grasper was assembled and passed down the esophagus where one of the shiny objects was removed. The jaw from the first grasper and the second shiny object, probably a penny, could not be visualized. Fluoroscopy was done and both the coin and the jaw piece were determined to be in the patient's stomach. At this point the surgeon decided it was best to leave them and allow the patient to pass them in the feces at a later time.